Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 141 mg/dl. Troubleshoot was not performed for blank display. Customer also reported that the battery only last a weak and was received weak battery alert. Customer was sent new battery cap but the issue reoccurred. The note does not read if the display return or not. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating current, unexpected restart alarm error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No low battery alert during test noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.